Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient noticed a decrease in vision approximately 2 weeks post-implant. Allegedly, the patient's vision is like inside a fishbowl but can look up and it seems more clear. The lens was explanted approximately one month post-implant for a different lens model. In the surgeon's opinion, the likely cause of the event is "possible tilt and lack of accommodation, intolerance to material." The patient's current prognosis is "patient will do well after the iol exchange for a monofocal made with collamer."

Manufacturer narrative:
The lens was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.